Manufacturer narrative:
(B)(4) initial report. If any additional information is provided regarding this event then the information will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
During a trinity operation to a total hip on (B)(6) 2018 the surgeon was unable to get a stable construct with the trinity cup, hxlpe neutral liner, trifit stem and head. He therefore attempted to change the liner from a neutral to an elevated wall, during which the trinity cup came loose. The surgeon then decided to remove the trinity cup and implant a competitor product.

Manufacturer narrative:
Per -995 final report. The cluster shell, liner and screws were not available for this investigation. The appropriate device details were provided, and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specifications at the time of manufacture. During investigation of the reported event, corin received further details regarding the status of the patient, according to the initial reporter, the patient died following surgery due to causes which were unassociated with the devices. The exact cause of death has not been disclosed. Based on this, it is not possible for us to define the root cause of this event. Thus, no further investigation can be conducted. However, should additional information be provided, then this case may be re-opened for further investigation. Corin consider now this case closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
During a trinity operation to a total hip on 03 apr 2018 the surgeon was unable to get a stable construct with the trinity cup, hxlpe neutral liner, trifit stem and head. He therefore attempted to change the liner from a neutral to an elevated wall, during which the trinity cup came loose. The surgeon then decided to remove the trinity cup and implant a competitor product.